Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 40 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the low bg. Customer was discharged 3 hours later with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin. A healthcare provider assisted the customer in adjusting pumps personal profile settings for continued diabetes management.